Event description:
It was reported that during a percutaneous transluminal angiography procedure a guide wire tip detachment occurred. The journey guide wire was advanced into the anterior tibial artery. The physician attempted, but was unable to torque the guide wire. The physician pulled on the guide wire and the tip detached. The tip was snared and removed. The procedure was completed with another of the same device. There were no reported patient complications and the patient status was okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a journey guidewire. The corewire was fractured. Analysis revealed the distal tip, including coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The high torque sleeve (hts) measured 6in. The fractured end of the wire was bent. Analytical testing concluded the corewire fractured due to ductile torsion/bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angiography procedure a guide wire tip detachment occurred. The journey guide wire was advanced into the anterior tibial artery. The physician attempted, but was unable to torque the guide wire. The physician pulled on the guide wire and the tip detached. The tip was snared and removed. The procedure was completed with another of the same device. There were no reported patient complications and the patient status was okay.